Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump display low battery warnings shortly after battery change. The reporter stated that there was no power loss, no damage to the battery cap or compartment, and no moisture corrosion in the pump. The reporter acknowledged that the battery cap was over 6 months old. Review of alarm history showed frequent low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of the black box data showed low battery warnings along with evidence of partially discharged battery being installed a day before the event date. Using the returned battery cap, the pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence was executed without incidents. The electrical current draws were with in specifications. The pump casing was opened and no loose components or evidence of moisture intrusion was found inside the pump. Investigation was unable to duplicate the reported power issue and evidence in the black box indicated that the issue was likely use error related. Unrelated to the power issue, it was observed that the verify screen had a dim/discolored appearance and the battery compartment was cracked.